Manufacturer narrative:
Upon review, the reported event was re-classified from button #1 issue to actuation difficulty. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During use of a 6-7f mynx control vascular closure device, button 1 was difficult to depress. The plug deployed normally. There was no patient injury and the device will not be returned for analysis. Hemostasis was achieved with the mynx device. The device was discarded. The patient¿s status was recovered but the length of hospitalization is unknown. The user is in training. The procedure used a retrograde approach. A 6f cordis sheath introducer was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The stick location was the common femoral artery. There was presence of pvd / calcium in the vicinity of the puncture site. The balloon did not lose pressure during prep or patient use.